Event description:
Reported condition: front rotor panel flat head screw is missing. The national service engineer installed new blood pump rotor assembly serial# (B)(6) and perform blood pump occlusion and adjustment procedure. Machine operates per manufacturer specifications.